Event description:
Falsely elevated ctni results were obtained but not reported to physician. An alternate instrument obtained normal results. There were no adverse health consequences as a result of the falsely elevated ctni result.